Event description:
It was reported that the patient¿s pump was helping. It was noted that the patient had a recent side effect where they were ¿trying to wake the patient up for 3-4 days¿. It was reported that the patient blood cells have been dropping, had delirium, confusion, hypothermia and a ¿fixation of nurses depriving her of oxygen for money¿ and the patient¿s blood pressure was 174/100. It was noted that the patient is scared; not watching tv and this had recently come in intervals, off and on. It was reported that patient is bleeding ¿somewhere starting on (B)(6) 2014 the patient had a blood transfusion.¿ it was noted that the patient red blood count (rbc¿s) were 8.87 and usually was 12. It was reported that the patient was bleeding from the patient¿s trach coming their chest and lungs at the time of report. It was noted that the patient was having euphoria. It was reported that the patient was not remembering things. It was noted that the patient¿s baclofen pump was going to be decreased as it may be causing problems. It was reported that ¿it is up to 8%- the pump and they are decreasing to 4% this friday.¿ it was noted that the patient was also taking norco, mirtazapine, cymbalta and seroquel. It was reported that the patient¿s pump was being used to infuse bupivacaine, baclofen and morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was last seen in the office on (B)(6) 2013. There were not device or therapy issues at that time and there currently were no issues. A call had been received from the home health physician on (B)(6) 2014. The patient had transient episodes of delirium and was also suicidal. The patient had grabbed a bell and cut herself with it and was taken to the emergency room (ER). The patient was diagnosed with anxiety and discharged. The reporter stated that the event was not device or therapy related. The patient had not memory of the event and would easily become upset about it and cry. The patient claimed the nurses were doing things to her and stealing from her; however, the patient did not recall making this claim. The doctor stated that the patient is paranoid, depressed and anxious, particularly at night. The patient is consistently hypoxic, also unrelated to the device. This is due to sleep apnea and her cerebral palsy (cp). The patient has a history of being non-compliant with her CPAP machine and has chronic acidosis. The reporter stated this is likely cause for the symptoms and no one thinks the event is device or therapy related. However, the reporter stated that the labeled side effect of the medication in the pump, respiratory depression, could contribute or worsen her already existing hypoxia. The patient's medication was decreased in (B)(6), 2014.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n0053216, implanted: (B)(6) 2006, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).